Event description:
During surgery, the lap stapler would not fire. Second stapler opened with the same results. A different type of staple device was then opened and used successfully. No harm to the patient.